Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump stopped working after being exposed to water. The customer also noticed corrosion to battery compartment and springs, buttons were unresponsive the customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting confirmed that the pump would not turn on, and the self-test did not pass. The pump was determined to require replacement under warranty, and the customer was provided instructions for returning the defective pump and receiving a replacement. The customer was advised to revert to manual insulin delivery per healthcare professional instructions until the new pump is delivered. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested, and the customer response was that the device will be returned.

Manufacturer narrative:
Pump received with a constant blank flashing white light display and constantly beeping due to moisture damage to lcd controller. No blank display noted. Unable to confirm unresponsive keypad due to blank display. The p-cap locks properly into the reservoir compartment. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay and cracked case (battery tube). Confirmed flashing white display during analysis due to moisture damage to lcd controller. No blank display noted due to flashing white display. Unresponsive keypad unknown due to flashing white display. Device test failed alarm confirmed. Cosmetic damage located at the battery compartment confirmed. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.